Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed or corrected data. Device evaluation: visual analysis of the returned device identified: flat creases and void >1 mm in non-textured. A leak test was performed which identified no leakage. Microscopic analysis was performed which identified partial delamination of valve. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: partial delamination of valve assessed as adhesive failure. No openings were found in the device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.